Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of the unit is giving inaccurate readings was unconfirmed. The unit working fine. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. H3 other text : device not returned for evaluation.

Event description:
The measures are not good which leads to problems for the installation of PICC line

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The measures are not good which leads to problems for the installation of PICC line